Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. A batch review was performed on the reported lot with no deviations found. If additional information or samples become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer reported to baxter corporate product surveillance a continu-flo solution set in which air was observed in the line. According to the report, the primary set was primed and connected to a flo-gard infusion pump and then connected to a patient. The reporter stated that a secondary set was connected to the primary set and the infusion ran for "a decent" amount of time before the pump alarmed for air in line. The nurse noticed that there was air in the line, cleared the air and resumed infusion. The nurse indicated that she checked the connection between the primary and secondary set and it was secure. There was no patient injury, medical intervention, or adverse events associated with this report. No additional information is available.